Event description:
Legal papers state that pt had a bilateral knee replacement surgery in 1996. In 2002 pt started experiencing severe pain, swelling, and discomfort in the right knee. In 2002 pt underwent right knee revison for poly wear of tibial insert. In 2004, pt started experiencing severe pain, swelling and discomfort in the left knee. In 2004 pt underwent left knee revision for poly wear of the tibial insert. It is not known which product number was implanted in each knee.